Event description:
It was reported that the insulin pump had an unresponsive keypad in the middle of a bolus attempt. The blood glucose reading was 346 mg/dl. The customer stated that she could hear a humming sound. She advised that she would treat with a manual injection. She also noted that the insulin pump may have been exposed to perspiration. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to moisture damage at the keypad traces. Visual inspection was performed and no moisture damage was noted at the electronic or motor assemblies. No unexpected noise was noted during testing. The insulin pump had cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, and minors scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.